Manufacturer narrative:
Additional information: it was reported that the event resolved with treatment. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: model # hg-18-90-32, lot #: 49321205, ubd: (B)(4) 2017, UDI #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: heli-fx guide; model # sg-64. If information is provided in the future, a supplemental report will be issued.

Event description:
A valiant captivia stent graft system was implanted in a patient for the endovascular treatment of a thoracic aortic aneurysm. A heli-fx applier and guide were also used during the procedure. Two non-medtronic stents were also implanted.   It was reported that approximately 2 weeks post procedure, a groin infection occurred. The patient's left groin was dehisced as treatment and medication was administered. The investigator assessed the event as not related to the study device or index procedure. The sponsor assessed the event as not related to the study device, related to the procedure.   No additional clinical sequelae were reported and the patient is fine.